Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the endo therapy accessory used with the subject device was broken, and a part of broken accessory entered the air/water channel. A definitive root cause cannot be identified. User is able to detect the suggested event appropriately by handling device in accordance with the following instructions for use (IFU). "Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function, inspection of ancillary equipment." User may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. "To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasure against troubles that may occur due to equipment setting errors or deterioration of consumables." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the flushing channel of the subject device was clogged. The issue was identified at the end of a colonoscopy procedure. The intended procedure was successfully completed. There was no patient harm or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water channel. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
During inspection and testing of the returned device, foreign material that was suspected of being part of an instrument that broke off was found in the air/water channel. The air/water channel needed to be replaced to address the issue. In addition, service found the adhesive on the bending section was chipped, the light guide lens was cracked, the jet channel was clogged, angulation was insufficient, the connecting tube was wrinkled, the body control unit was scratched, paint was missing from multiple parts, the plug was scratched and deformed, and the cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.